Manufacturer narrative:
Device malfunction is suspected but did not cause or contribute to a death of serious injury.

Event description:
Reporter indicated that patient is experiencing a change in seizure intensity. The treating physician reports that the patient had not had a tonic clonic seizure in twenty years. Pt had a seizure during an office visit and was hospitalized. Subsequently, the patient was released from the hospital. No information has been received to date in regards to the treatment the patient received while in the hospital.